Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a firmware upgrade to the latest software version of the console. A physical inspection was performed to the connection and connectors to verify their status, and no faults were detected. After the software update, the issue was resolved, thus confirming the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the system appears to fire without pressing the foot pedal. The system was rebooted, and it continued to function normally. The procedure was completed with the original console without patient complications.

Event description:
It was reported that during a procedure, the system appears to fire without pressing the foot pedal. The system was rebooted, and it continued to function normally. The procedure was completed with the original console without patient complications.